Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The hcp initially reported, the patient's intrathecal drug delivery pump had an unspecified reservoir volume discrepancy. A roller study indicated the roller only moved 30 degrees. The patient was experiencing a lack of effect (increased pain). The patient was scheduled to have the pump replaced one week later. Additional information received from the hcp indicated the drug used in the pump was fentanyl 187.7 mcg/ml at a dose of 148.29 mcg/day and bupivacaine 15.6 mg/ml at a dose of 12.158 mg/day. Clinic notes from august, 2007 indicate the catheter port was accessed and fluid was easily removed. Dye was injected which was observed under fluoroscopy. The contrast rapidly passed through the catheter and into the intrathecal space at the t10-t11 level. There was no extravasation of contrast. The pump was programmed to inject 0.010 ml of drug. The programmed injection resulted in less than a 30 degree rotation of the rotor over 56 seconds. This test was performed three times. The patient was observed following the procedure which was tolerated with no complications. The hcp concluded the catheter was patent, but the pump rotor appeared to be malfunctioning. The pump was explanted and replaced and the patient recovered without sequela.